Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: july 20, 2021. Device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed the lens had been received submerged in an unknown aqueous solution. The lens was cleaned, cosmetic issues were observed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between march 03, 2021 and may 19, 2021. Telephone number: (B)(6) (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens was explanted from patient's left eye due to mechanical complication of the lens. Another unknown lens was used as the replacement. No further information was available.